Event description:
This unsolicited case from united states was received on 13-dec-2017 from patient. This case concern (B)(6) female patient who received treatment with synvisc one and on the same day patient had severe pain in both knees; after unknown latency had ra flare, have a wound I had reopened on my right ankle, inflammation in both knees and swelling; after 27 days had uti. Also, device malfunction was identified for the reported lot number. Before (B)(6) 2017, patient could bear weight but it was painful to do so. Patient used a walker. Patient had adalimumab (humira) for ra. Patient has received synvisc-one injections regularly q 6 months for the past 5 years. Patient has never had any problems with synvisc-one before now. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, ata dose of 6 ml once (expiration date: not reported; lot number: 7rsl021) for bilateral knee oa (osteoarthritis) in the afternoon. On the same day after injection, by that same night, patient was in severe pain. Patient called the doctor's office and reported the pain because it was unusual. On an unknown date in 2017, latency unknown, patient was told to put ice on it to help with swelling and inflammation. On an unknown date in 2017, latency unknown, patient also have a wound and had reopened on my right ankle. That wound was not infected, but reopened. Patient would say that "the whole effect of the pain and inflammation was probably weak from the shot." The severe pain was that night. Patient had to take hydromorphone for the pain. Patient also had an ra (rheumatoid arthritis) flare at the time, so she started prednisone 10 mg for about 3 d then decreased to 5 mg for 3 days. Patient took prednisone for about a week. Patient was not currently taking prednisone. The reason she thought she was having and ra flare was because her hands and other areas were hurting too. Patient stated that the current status of her knees was "good, as good as they would get." There was no fluid drawn from her knees. After receiving synvisc-one she still used a walker but now her pain was "non-existent". Patient stated that she currently has no pain. On (B)(6) 2017, after 27 days of receiving injection, patient currently has a uti which was diagnosed and was being treated with nitrofurantoin. The uti symptoms were improving. Patient took prednisone from time to time. Patient was currently taking nitrofurantoin for a uti. Patient planned to receive synvisc-one again in the future. Patient said that she needed it. One time patient missed getting it a couple years ago at a 6-month time point and could really tell a difference. Corrective treatment: prednisone for ra flare; nitrofurantoin (macrobid) for uti; hydromorphone, ice for severe pain in both knees, inflammation in both knees, swelling; not reported for rest events outcome: unknown for device malfunction, ra flare, have a wound I had reopened on my right ankle; recovered for severe pain in both knees, inflammation in both knees; recovering for rest events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction and ra flare pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns a patient who has experienced being having rheumatoid arthritis flare up, bilateral knee pain, joint inflammation and knee swelling after receiving synvisc one injection from the recalled lot. Although exact onset dates for all events have not been provided, temporal relationship can still be established between the events of bilateral knee pain, joint inflammation and knee swelling and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility for the events of bilateral knee pain, joint inflammation and knee swelling to the product cannot be excluded.